Event description:
It was reported that log files were submitted for review. The log file captured multiple odd power cable disconnect events that did not appear to be associated with a power exchange. There were no other unusual events recorded in the log file event history. It was noted that the patient's battery clips were difficult to connect to the power cables. No debris or cross threading noted by customer. It was additionally communicated that the patient arrived to the emergency room with low voltage alarms, and it was noted that one of the system controller's power cables was fraying. The controller was exchanged and the alarm resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.